Manufacturer narrative:
Updated fields: b4; d9; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusion, h11. The iab was returned with the membrane completely unfolded with blood on the interior and exterior of the catheter. The extender and pressure tubing were also returned. A visual examination of the product detected the inner lumen within the membrane was completely separated within a kink approximately 21.8cm from iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender and pressure tubing was performed and no other leaks were detected. The evaluation determined an inner lumen break within a kink causing the reported problem. It is difficult to determine when or how this occurred. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The evaluation determined an inner lumen break within a kink causing the reported problem. It is difficult to determine when or how this occurred. The evaluation confirmed the reported problem.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that after placing intra aortic balloon (iab) catheter and operating it, the shaft at the rear end of the balloon broke when it was removed, causing blood to leak into the balloon. There was no impact on the patient.